Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, no issues related to the customer's complaint were observed in the course of the log review. Global receiver functional test was performed and passed. A global communication tool software test was performed, and it passed vibration tests. Manual "try it" testing and was performed and passed. The receiver case was opened for an interior inspection, and passed. Measure vibrator motor resistance was measured and passed. The reported event of no vibration was not confirmed. A root cause could not be determined.